Manufacturer narrative:
Correction: b5 - the lead was a right atrial lead rather than a right ventricular lead.

Event description:
New information received notes that the lead was a right atrial lead. The patient presented remotely via merlin.net. No device intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead triggered a non-sustained right-ventricular oversensing alert for oversensing of noise. The patient's status was unknown.